Event description:
A pt reported experiencing inaccurate erratic results using lifescan meter. The pt's blood glucose results were 294 mg/dl, 418 mg/dl, 288 mg/dl. Tests were done within <10 minutes with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.